Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed flow accuracy testing twice, with measured values of 21.04 ml and 21.20 ml (over infusion) during preventative maintenance inspection. There was no patient involvement. No additional information is available.